Event description:
It was reported that the "size 8sct's are leaking from seams in cuff and fill port." There was limited info received indicating the involved device(s) were lasting days vs weeks. There was no reported pt injury and/or change in therapy. The involved devices are reportedly not available to be returned to the MFR for eval.